Manufacturer narrative:
Concomitant medical product: product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 37082, serial#: unknown, implanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device interrogation was not performed at this visit due to issues with cdu app. It was noted that a surgical intervention had occurred.

Manufacturer narrative:
This event no longer meets reportability criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative (rep) clarifying that except for the implant procedure, no other surgical interventions were reported.